Manufacturer narrative:
Model number/catalog number: sc-2218-50e, serial/batch number : (B)(4), model/catalog description:  linear st trial lead kit 50 cm.

Event description:
A report was received that after the trial implant procedure the patient was experiencing pain in the left leg. It was noted that the patient's pain did not decrease and was admitted to the ER. The patient underwent an early lead pull. The patient was doing well.